Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9170852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: fluid leakage was found in the indwelling needle during infusion, so the needle was replaced and re-punctured.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: fluid leakage was found in the indwelling needle during infusion, so the needle was replaced and re-punctured.